Event description:
It was reported that the user experienced hyperglycemia while using the ilet and an inset infusion set (6 mm, 23 in) without observed leaks, pump alarms, or confirmed interruption of insulin delivery; the user did not confirm glucose with a fingerstick, and after troubleshooting and education, the user performed an infusion set change with guidance. Customer care provided support included remote troubleshooting and user education on infusion set replacement and technique. Investigation of this case revealed an unclear cause of hyperglycemia, with no device alarms or evident hardware malfunction and resolution after infusion set change suggesting a potential infusion-site or delivery issue that could not be confirmed. No clinical symptoms associated with high blood glucose. Outcomes included reduction of glucose levels following the set change. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.